Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent first flange difficult to position.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the first flange of the stent was deployed, but it did not expand, causing it to shift out of position and into the stomach. The stent was removed from the patient partially deployed. The procedure could not be completed due to the unavailability of the device. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable.